Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test. The customer states they inserted new battery but are receiving failed battery test. The customer's blood glucose level at the time of incident was unknown. The customer states they store batteries in the refrigerator and do not allow them to reach room temperature before inserting into the device. The customer was advised to allow them to reach room temperature. The customer did not wish to continue with troubleshoot. The customer was advised to monitor the device and call back if issues persist.